Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Irrigation aspiration (I/a) block and bubble in the drain bag was reported. A used active fluidics management system (fms) in a tray was visually inspected and was tested using a console. The sample could be recognized by the console. The sample failed to prime and generated a system message code. After purging the surgical residue, the sample was tested again on the same console. The sample primed and tuned with the sentry handpiece and the returned tip and infusion sleeve successfully and the service data could be retrieved. No system message code displayed on console screen. Post-surgical residue: and visco-elastic material from the cassette and tubing obstructed fluid to flow. No occlusion or fluid leakage from the cassette occurred during testing. A drain bag test could not be performed due to the cut at the bottom of the drain bag. Cassette aspiration flow rate, and irrigation flow rate were measured and met specifications. No problem was found with the returned cassette fluidics. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that irrigation aspiration (I/a) block and bubble in fms drainage bag, suspect fluidics management system (fms) blockage during the cataract surgery. The surgery was completed after replacing the fms. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).